Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening tibia (left). Revision njr number: (B)(4). Primary asa: p2 - mild disease not incapacitating. Products not revised: advance post stab femoral size 3 nonporous, kfpsnp30. Lot: 1600737.